Event description:
Nursing noticed that a bag of antibiotic medication bag was connected to a blood tubing set up when the patient arrived from cardiac surgery. White precipitant was noted, mixed with blood in tubing. The patient had received blood during surgery and the antibiotic was connected to the tubing set.